Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), abdominal distension ("bloating"), back pain ("back pain") and muscle spasms ("leg cramps"). The patient was treated with surgery (removed the essure implant on (B)(6) 2016.). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, rash, abdominal distension, back pain and muscle spasms outcome was unknown. The reporter considered device dislocation, genital haemorrhage, rash, abdominal distension, back pain and muscle spasms to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had heavy bleeding and migration of implant (seen as device dislocation). A surgery was performed to remove micro-inserts around 8 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and heavy bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), abdominal distension ("bloating"), back pain ("back pain") and muscle spasms ("leg cramps"). The patient was treated with surgery (removed the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, rash, abdominal distension, back pain and muscle spasms outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, genital haemorrhage, muscle spasms and rash to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-jul-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), abdominal distension ("bloating"), back pain ("back pain") and muscle spasms ("leg cramps"). The patient was treated with surgery (removed the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, rash, abdominal distension, back pain and muscle spasms outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, genital haemorrhage, muscle spasms and rash to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009. Lot number: 623225 manufacture date:2009-03 expiration date: 2012-03 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), abdominal distension ("bloating"), back pain ("back pain") and muscle spasms ("leg cramps"). The patient was treated with surgery (removed the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, rash, abdominal distension, back pain and muscle spasms outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, genital haemorrhage, muscle spasms and rash to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009. Most recent follow-up information incorporated above includes: on 25-oct-2021: mr received. Reporter information, product indication, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had heavy bleeding and migration of implant (seen as device dislocation). A surgery was performed to remove micro-inserts around 8 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and heavy bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.